Event description:
Device malfunction: previously deployed clip damaged a new introducer sheath. Time of malfunction: during a procedure. Symptoms/ae: surgery to retrieve the cut sheath. It was reported that a cordis sheath was deployed directly through a previously implanted starclose clip. When the sheath was being withdrawn from the pt's artery through the starclose clip, the sheath was cut. The pt required surgery to retrieve the clip and pieces of the cordis sheath. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the surgically removed clip was discarded. The lot number was not identified; therefore, a device history record review could not be performed. There was no report of a device malfunction.